Event description:
Allegedly the threaded tip of the handle broke off during insertion of implant (tibial tray). Broken tip remains in tibial tray that was implanted in the patient.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. The event code is addressed in the package insert. This report will be updated when the investigation is complete.